Manufacturer narrative:
Continuation of d10: product ID: a820; product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that they had been bolusing about 2-3 times per day prior to the last 2 weeks. The patient stated that the efficacy of the pump therapy decreased recently, so the healthcare provider (hcp) asked them to bolus every time a bolus was available. For the last two weeks, they had been bolusing 4-5 times a day. Thet handset was not responding as quickly as it used to and was taking longer to load. The patient noted that if they had not used the external equipment in several hours or they were using the external equipment first thing in the morning, the handset was not finding the communicator. The patient clarified that there was a lag at 90% that happened sometimes and more often in the afternoon. The agent reviewed data and walked the patient through deleting the data. The patient was able to connect to the pump without any lag. The patient confirmed 1 hour 25 min lockout which was expected. The patient will call back if further assistance is needed. When asked for the event date, the patient said that both issues started around the same time which was at least 3-4 months ago. Additional information from a healthcare provider (hcp) stated that the patient flow rate had been changed to continuous and was able to give bolus.

Event description:
Additional information was received from the patient who reported that they were having a lot of problems with connectivity when they tried to administer a bolus. The patient stated that they had hit the resync function4 or 5 times and it kept giving them ¿no device found¿. Per the patient, this had been going on for about 2 or 3 months now. The agent walked the patient through resetting the communicator after which the patient was able to connect and deliver a bolus. The patient was going to monitor the issue and call back if it persisted. The patient called back the next day stating that they were back to having the same issue of the handset spinning on connecting when trying to connect to the pump. The agent guided the patient through clearing the data from the handset. The agent also had the patient check and the quick panel and mobile data were on, so the agent had the patient turn mobile data off. The handset bluetooth and location services were on. The agent then had the patient attempt to connect to the pump, and the patient saw ¿no pump found¿. The agent reviewed and after the patient repositioned the communicator, the patient was able to connect to the pump without any issues or lag and deliver a bolus. The patient was going to call back if further assistance was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient regarding their external device. The patient stated they had already completed troubleshooting with previous representatives (rep), but their machine" was still not working. The patient also stated they were unable to take their last bolus last night and insisted on having the device replaced. The patient expressed that they were upset and in pain, and refused to perform any additional troubleshooting. While prior notes were being reviewed, the call was disconnected. About 15 minutes later, the patient stated they spoke to agents today to attempt troubleshooting on their communicator device. The patient stated they were told they would get a replacement device because the troubleshooting steps did not work. The patient expressed unsatisfaction with having to go through troubleshooting steps again. The agent reviewed troubleshooting steps and placed a request to repair to replace the communicator. The patient was directed to call back for setup and further instructions. Three days later, the patient called and mentioned they got their new communicator last saturday (apr-11) however they were still having issues connecting to their ptm (personal therapy manager). The patient also mentioned that it would take them 10-15mins before getting connected and that they're missing their medication because of this. The agent had the patient clear all apps on the phone and reset the communicator. The patient mentioned seeing 'no pump response' then later on confirmed that they were able to connect. The agent reviewed that properly resetting the communicator helps with faster connectivity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.